Event description:
Customer reported a malfunction in the tandem pump, identified as malfunction 199, but it was clarified to be related to malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur, allowing the customer to continue using the pump without further complications. The customer was advised to contact support if the issue arose again and confirmed understanding of the instructions.